Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, she was charging her portable unit, and the unit stopped taking the charge. She stated that she unplugged the unit and tried again, and she thought the unit started to work. She claims that she experienced shortness of breath and was transported to the hospital via ambulance where she was admitted and stayed for 2 days receiving supplemental oxygen. The patient stated that while at the hospital she plugged in the unit. She claims that the nurses smelled smoke, and the unit charging went down to 6 when they unplugged the unit. The patient called customer service, and the representative told her to remove battery and reapply, but she claims she had the same results. There were no audible or visual alarms on the device at the time of the event. There was an alternative oxygen supply from the hospital for use during the device issue. The patient is currently doing fine and remains on oxygen 24/7 at level 2 therapy. A replacement unit was sent out a couple days later.